Event description:
A temporary catheter was inserted and the pt was x-rayed. Several hours later as "dialysis commenced, the pt immediately collapsed and died". "The post mortem gave the cause of death as cardiac tamponade, with perforation of the right atrium."